Event description:
After pre-dilation with a 2.5mm ptca balloon, a 2.5mm diameter by 15mm length s660 stent delivery system was inserted to treat a lesion in the ostial circumflex coronary artery. It was not possible to cross the severely calcified lesion, therefore, the stent delivery system was removed from the patient. The lesion was pre-dilated again. The stent delivery system was then re-inserted and tracked to the target lesion, however, it was still not possible to cross the lesion. During insertion, it was noticed the stent moving on the delivery balloon, therefore, it was pulled back in the vessel. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon in the left main coronary artery when the stent was pulled in the guide catheter. The dislodged stent was successfully snared and removed from the patient. Other stents were inserted, but they also were unable to cross the target lesion. There was no further treatment to the target lesion. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The lesion morphology likely contributed to the stent not crossing the lesion. The instructions for use were not followed for removal of an undeployed stent when the stent was pulled into the guide catheter while the catheter was still engaged in the coronary artery.